Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that the main coil was detached from the delivery wire at the detachment zone but does not appear to have detached via electrolysis. The main coil was broke off the delivery wire. The main coil was stretched and kinked. There were no anomalies noted to the delivery wire and the proximal contact. From the limited information provided and investigation results there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. The investigation found that the main coil broke off the delivery wire; however, a definitive root cause for the event cannot be determined. A root cause of undeterminable has subsequently been assigned to the event.

Event description:
It was reported that the coil prematurely detached during the procedure. The detached coil did not remain in the patient's body. The procedure was completed successfully. There was no clinical consequence to the patient. No further information was provided.

Event description:
It was reported that the coil prematurely detached during the procedure. The detached coil did not remain in the patient's body. The procedure was completed successfully. There was no clinical consequence to the patient. No further information was provided.